Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The location of the complete total occluded target lesion was unknown. The 2.5x20mm maverick 2 balloon ruptured during the first inflation. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found a large build-up of solidified contrast media present inside the inflation lumen and balloon. An examination of the balloon material could not identify any tears or holes in the balloon. The device was attached to an encore inflation unit and several attempts were made to inflate the balloon, without success. The device was immersed in hot water, in an attempt to dissolve the solidified contrast media that was present. However, all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The location of the complete total occluded target lesion was unknown. The 2.5x20mm maverick 2 balloon ruptured during the first inflation. There were no patient complications reported and the patient status is fine.